Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a systemic infection and antibiotic treatment was necessary. It was noted that the source of the systemic infection is unknown. The patient¿s implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.